Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a fusion oxygenator and fusion cardiotomy venous reservoir it was reported that the packaging was damaged, specifically affecting both the outer and inner packaging. The device was not used, and no other devices in the same box or shipping container were damaged. The device was replaced to complete the case. There was no patient involved. Medtronic received information that prior to use of a fusion oxygenator and fusion cardiotomy venous reservoir, it was reported that the packaging was damaged, specifically affecting both the outer and inner packaging. The customer stated that no other devices in the same box or shipping container were damaged. The device was replaced to complete the case. There was no patient involved.